Event description:
It was reported that foreign matter was found at an unspecified time with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "visible silicone drops on the plunger."

Manufacturer narrative:
H.6. Investigation summary: twenty loose 10ml syringes were received and evaluated. The visible silicone observed was the normal and expected amount per product specification. The reported defect was not identified in the samples received. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found at an unspecified time with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "visible silicone drops on the plunger."